Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as skin tears. The patient is reported to be bedridden. The patient's doctor recommended the patient remove the lifevest. Follow up was completed and the skin irritation was improving.